Event description:
It was reported that patient has been presyncopal due to few seconds pauses in pacing. Lead noise was observed. The noise was reproducible with isometrics. The lead was capped and replaced. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, and maude report mw5038570.